Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm on her insulin pump. Advised customer to disconnect from the insulin pump and to revert to back-up plan. Customer stated that she did not know why the button error alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.